Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Although there are no patient specific allegations, general litigation alleges the patient suffers from metal on metal. Update rec'd (B)(6) 2014 - pfs and medical records received. Part/lot information received. A correct doi was provided. Litigation had alleged metal on metal, but the patient actually had a ceramic head and poly liner. After review of the revision operative note the surgeon indicated the patient suffered from recurrent dislocations and a malpositioned cup. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.